Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was exposed to poor environment/source of water which led to peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment rendered for the event and the patient's outcome were not reported. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Three weeks after being diagnosed with peritonitis, treatment with unspecified antibiotics was stopped and the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.